Event description:
It was reported that during a laparoscopic sigmoid procedure, the device was fired two times with a blue load and two times with a white load. On one of the firings there was bleeding from the staple line. The patient was given a unit of blood. It is unknown why the staple line was bleeding. On the fifth firing with a blue load the device locked out and did not fire. Another device was used to complete the case with no further patient consequence. Additional information was provided: the surgeon does not believe the bleeding was related to the device but rather the condition of the patient. The patient had a fistula. The female patient has been discharged home and is doing fine. It is unknown if the hospital stay was extended, but if it was due to patient's pre-existing inflammation issue not the device.

Event description:
The facility reported that the "stop button does not work on a pump". This event occurred during programming/setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of "stop button does not work on a pump". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.